Event description:
It was reported via repair work order that the bed was stuck elevated due to cpu board failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.